Event description:
In 2004, pt tested their bg at 6:30 am and obtained blood glucose of 78mg/dl. Pt did not experience any symptoms at the time. Pt then took 4u of humalog (based on a sliding scale). Pt ate breakfast, which consisted of oatmeal and 4oz of milk. Pt left the house at 7:00am. Five blocks from pt's house, pt does not recall anything until the paramedics arrived which was 30 miles away from their home. Pt ended up getting into a car accident. Pt ended up hitting a wall. Paramedics took pt into the ambulance and tested their blood glucose and obtained a 27mg/dl. Pt was treated with IV glucose. Blood glucose after treatment was 192mg/dl and pt refused to go to the hosp. Paramedics advised the pt to get something to eat. Pt mentioned their spouse told the pt that spouse had called the pt while pt was in the car and pt had told the spouse that pt was busy and hung up. Spouse knew something was wrong, because the way pt talked to the spouse. Pt claims that the vial of test strips was cracked and pt had already sent it back to lfs. Pt tests their blood glucose 4-5x a day. Pt has been a diabetic for about 50 years. Pt has done many meter to lab comparison and meter readings are close to the lab result. This was the first time pt had experienced anything like this with the meter. Pt was at work and did not have any of the supplies or meter. The technique and application of blood on the test strip is done properly. Test stips were not expired. Pt's control solution was also expired. Pt seemed very reserved when answering some of the medical questions and responded that it was "none of your business" when asked about their treatment regimen.